Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and failed. A review of the share logs was performed and a loss of connection greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a loss of connection. The probable cause of the loss of connection was determined to be the patient closed the mobile app. The reported allegation of a transmitter not working is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.